Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that said it would give syringe error, found the barrel to be bad failed test, will send in for repair. No further information was provided.